Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3550-39, explanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It was reported that the patient¿s leads migrated, so the ¿anchors did not hold.¿ it was noted that there was an ¿insertion retention issue¿ with the anchor. It was noted that the leads were explanted and a different product was used. It was further noted that the patient had less than 50% therapy relief at the lead location. Additional information received reported that the patient was scheduled and they would be starting up his system during the following week. Additional information received reported that the patient¿s device was started and he had good coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.